Manufacturer narrative:
Eval summary: the broken piece of the jaw was returned taped to the handle. The analysis results found that the el5ml device was returned with the jaws broken at bifurcation. In addition, the instrument was returned empty and with the lockout fired through. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a low anterior resection procedure, the device jammed. Another device was used to complete the case. There was no adverse consequence to the pt.